Event description:
It was reported that the user had unknowingly silenced the bed exit alarm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.